Manufacturer narrative:
Clarification d.6a: implant date provided by the reporter is (B)(6) 2004. A follow up will be done to confirm the correct date of implant since this is before the date of manufacture of the device (01/14/2004). Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: * deflation: not observed. * particles in valve: not observed. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d4, d.6a, d9, h3, h4, h6.

Event description:
Healthcare professional reported "deflation" and "particles in valve". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "particles in valve". This record is for the right side. The device was explanted.